Manufacturer narrative:
Final device analysis reveals procedural nonconformance - catheter leakage/hole - user related. The catheter was returned in two pieces (first piece - 19.1 cm proximal piece with the pump connector; second piece - 31.4 cm to the distal tip). The proximal piece was received occluded. The pump connector was removed from the catheter and found to be patent. The dried blood/drug was removed from the proximal catheter piece. The proximal catheter piece had a hole 1.7 cm from the distal end.

Event description:
It was reported that the patient's system was removed due to an infection. See MFR's report no.: 6000030200702480.